Event description:
Patient underwent a femoral-popliteal bypass procedure in the early '90s. In 1988, patient underwent their first revision to correct a "high degree stenosis" at the distal anastomosis with implantation of a dacron patch. In 2001, patient underwent a second surgical revision to clear an occlusion at the distal anastomosis. This revision included implantation of vascu-guard at the same site. In 2004 patient presented with an aneurysm of the distal anastomosis. In their third surgical revision, a portion of vascu-guard along with portions of host tissue was explanted and returned to the manufacturer for evaluation. Patient status: unknown at this time. A request for more information has been forwarded to the surgeon.